Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. According to the logs, the machine failed the preoperative checkout. Despite the failure, the customer chose to bypass the checkout and start the case. Inspection of the equipment noted the popoff valve was sticking. The popoff valve was cleaned. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. There was no reported patient injury.